Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced infusion set inserted into scar tissue on (B)(6) 2024, which resulted in elevated blood glucose (555 mg/dl), therefore patient had received correction injection via mdi (multiple daily injections). It was also reported that patient went to emergency room and stayed for 8 hours on (B)(6) 2024 and received intravenous (IV) and fluids of saline and insulin. The infusion set was in use for 5 to 6 hours. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction code product used off-label or against the contraindications or not according to the instruction for use (IFU). Only use if no actual product malfunction has been reported. The batch 6007974 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for batch 6007974 were previously tested in (B)(4) on 07/jun/2025. Test results: visual test according to work instruction (wi) version 3.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6007974 was packaging according to the wi version 115, in the line 7, on 03/jul/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 09/jul/2024 against malfunction code product used off-label or against the contraindications or not according to the instruction for use (IFU). Only use if no actual product malfunction has been reported and lot 6007974 and no other complaint has been registered in database for the same lot 6007974 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, harm no reportable, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.